Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, after pre-mapping the left atrium they were exchanging a pentaray mapping catheter for the farawave catheter. After inserting the farawave catheter, the physician was aspirating the sheath. During this aspiration process, air bubbles were continuously coming out. The physician tried to reinsert the catheter; this did not fix the issue. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen close valve underneath the handle cap.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. After pre-mapping the left atrium, they were exchanging a non-boston scientific mapping catheter for the farawave catheter. After inserting the farawave catheter, the physician aspirated the sheath. During the aspiration process, air bubbles were continuously coming out. The physician tried to reinsert the catheter, which did not fix the issue. The faradrive sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.